Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Infection, renal dysfunction, and bleeding are potential events that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of these clinical adverse events. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to infection which may also be transmitted via direct and/or indirect contact with contaminated surfaces. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines) and mitigation through medical management, hemoconcentration, ultrafiltration and dialysis. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that this patient experienced multiple complications during the lvad postoperative period including pneumonia, acute kidney injury, and gi bleed. He received consults from infectious disease and cardiovascular surgery due to diagnosis of pneumonia and concern for right ventricular lead vegetation versus bioprosthetic atrial valve lesion. Transesophageal echocardiogram (tee) results were negative except for a small mediastinal fluid collection. Cardiovascular surgery determined the fluid to be normal for the patient's post-operative course. The patient was treated with broad spectrum antibiotics & antifungals, vasopressors, continuous veno-venous hemodialysis (cvvhd), and cooling blankets. The patient eventually required a tracheostomy due to multiple failed weaning attempts from the ventilator. The plan was to discharge the patient to a rehabilitation facility; however, prior to his discharge he experienced dark tarry stools, and blood in his nasogastric tube. He was subsequently diagnosed with gi bleed. All anticoagulation therapy was stopped and the patient was placed back on vasopressor support. He was unable to undergo an esophagogastroduodenoscopy (egd) or colonoscopy due to his unstable clinical condition. The patient was last reported to be in septic shock due to a pseudomonas infection requiring additional vasopressor support. Investigation is ongoing.